Event description:
The customer reported that these two batteries were fully charged but when they were returned to shop, they had dim leds. Theses batteries had been in a device that had not been used all day. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that these two batteries were fully charged but when they were returned to shop, they had dim leds. Theses batteries had been in a device that had not been used all day. There was no report of patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.